Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's blood glucose (bg) was elevated (value not provided) at night. Customer discussed the pump settings with a healthcare provider and adjustments to the pump settings were recommended. Tandem technical support assisted the customer with the setting adjustment.